Event description:
Customer reported receiving erratic readings on the precision xtra blood glucose meter. Customer reported receiving readings of 821 mg/dl, 621 mg/dl, and 624 mg/dl within 10minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell out of range of the grid. There was no report of death, serious injury or mistreatment associated with this event. Please note: the precision xtra blood glucose meter cannot obtain glucose values that exceed 500 mg/dl.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.